Event description:
It was reported that increasing high voltage lead impedance was noted. The lead had been steadily increasing over the past few months. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.